Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the surgery was changed from dense mesh stent + spring coil to dense mesh stent only, all m icrocatheters were withdrawn, and no spring coil embolization was performed. The resistance was in the proximal section of the catheter. The coil was a medtronic product. The coil did not come out of the introducer sheath smoothly. There was a lot of resistance when pushing, and the push rod at the end of the spring coil was slightly kinked.

Event description:
Medtronic received a report that an echelon microcatheter was found to be separated/broken in the proximal end during use. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery. It was reported that the surgeon had planned to use ped and coil to treat multiple intracranial aneurysms. Two microcatheters were placed in the aneurysm cavity. The ped was deployed first. After the deployment was successful, the spring coil was filled into one microcatheter. The spring coil could not be pushed during the delivery process. After loosening the y valve, it was delivered again. It was found that the tail end of the microcatheter was disconnected and the distal end remained in the body. Its residual end left in the body was removed and the subsequent surgery was continued. There had been friction or difficulty during injection. The catheter tip was not entrapped/stuck and there was no vasospasm. No surgical or medical intervention was required. As there were two microcatheters of the same model in the body at that time, the surgeon could not determine the lot number of the broken microcatheter. The reported devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.